Event description:
It was reported that the home patient had a system error 2240 (air in line/set) on the home choice device during the initial drain phase of peritoneal dialysis therapy. The patient was connected. Troubleshooting determined that the cause of the alarm was due to the patient improperly disconnecting and then reconnecting to the setup. The technical service representative reviewed proper procedures with the patient and assisted the patient in clearing the alarm as well as assisted the patient in ending therapy. The patient would complete therapy using all new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. However, troubleshooting determined the patient had improperly disconnected during therapy and then reconnected and this is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies and for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.